Event description:
Healthcare professional additional reported event of "possible extracapsular extravasation of silicone posteriorly and medially of the right breast implant".

Event description:
Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "leak" and "when they lay down the implant shifts into their armpit". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified wear abrasion and sharp broken on patch. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp broken on patch (bond edge) due to an unidentified (tear) opening.

Event description:
Patient reported right side "leak" and "when they lay down the implant shifts into their armpit". Device was explanted.